Event description:
It was reported that the pt came for a follow-up fitting and a processor upgrade. Testing was carried out which confirmed that the device has malfunctioned. The pt is no longer able to hear with his device. No head trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.